Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a low insulin alert. As the customer was a new user to the pump and did not know what the alert meant. The customer disconnected from the pump as it continued to beep. The customer's blood glucose (bg) level was 299 mg/dl and a bolus was delivered to address the bg level. Tandem technical support informed the customer what the low insulin alert means and how to acknowledge it. As the customer was due to change out the cartridge and had 18 units left, the alert was valid. The customer understood and was to change out the pump supplies later.